Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A review of the device activity log was unable to find any indication of the customer complaint. The batteries and multi-function cable were not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device's display froze and clinical information could not be obtained. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.